Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the bag split at the seam when removing the gall bladder. The pt is reported to be fine. No sample will be returned.